Event description:
The technician reported the brakes are not holding. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found that the brake casters had damaged stems which also damaged the brake caster supports. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change. The tech replaced the brake casters, brake steer caster and supports to resolve the issue. Based on this info, no further action is required.